Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the haptic was bent. The incision was enlarged to facilitate removal of the lens. Additional information has been requested.